Event description:
The customer reported to baxter (B)(4) of a pvc 2000ml bag with 3-spike set where a hole was discovered when separating tubing from the bag after being stuck to the bag. The event occurred before use. There was no report of patient involvement. There is no report of injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: three actual samples and one companion sample were available for evaluation. A visual inspection revealed that the samples had the middle port stuck with solvent to the bag and when it was removed by the customer on two of the bags it had created a hole confirming the reported problem. A hole was not created in the other two samples. The most probable root cause for this reported condition is that the middle port junction got stuck with solvent when the operator folded the bag to pack in the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.